Event description:
A customer reported an issue with a cartridge not fully snapping into a pump. There was no adverse impact to the customer's blood glucose level. The customer, following guidance from technical support, inspected the pump and pneumatic tap area, removed an o-ring from the pneumatic tap, and cleaned the area. They then successfully reloaded the original cartridge and resumed insulin therapy.